Manufacturer narrative:
Received one used mc33213 smallbore ext set for inspection. A crack was observed on the female luer. The reported complaint of leakage can be confirmed due to the crack found. The probable cause is due to a material issue on a vendor supplied part. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information can be found in b5. Section e additional contacts: (B)(6).

Event description:
Update: a medsun medwatch uf/importer report # (B)(4) was received on 06-aug-2025 that is associated with this specific reported complaint/event. The location where the event occurred was at hospital nicu.

Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where it was reported that they found peripheral IV (piv) extensions set to be leaking. When removed there is a visible crack on equipment. Blood and fluid were running and leaking out onto sheets. Blood loss was noted to be minimal. There was no other device being used on the patient at the time of event that may have caused or contributed to the event. There was patient involvement, but no harm reported.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.